Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found an issue with a valve that was allowing air into the flow path of the internal standard. The tubing was re-flared from the valve to the internal standard syringe and the valve was replaced.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for ise indirect na for gen.2 on a cobas 8000 ise module. The initial result was 125 mmol/l. The repeat result was 135 mmol/l. The repeat result was believed to be correct. The questionable result was not reported outside of the laboratory. The na electrode lot number and expiration date were not provided.